Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a power (battery life ) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/27/2017 with the following findings: review of the black box data revealed records of post-delivery motor power supply fault alarms recorded on 28 & 31 july 2017. On investigation, the pump powered on with the returned battery cap properly in place. The pump alarmed with a post-delivery motor power supply fault alarm during each rewind attempt. The ¿sleep¿ electrical current draws were outside of the specifications. There was evidence of moisture ingress throughout the interior of the pump. Unrelated to the original complaint, the vibration feature of the pump was inoperable due to the moisture contamination. Investigation duplicated the complaint.